Event description:
It was reported that the patient presented in clinic for a follow up. It was noted that dislodgment on the left ventricular (lv) lead. The physician elected to explant and replace the lv lead. The patient was discharged from the hospital after the procedure.